Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic appendectomy, the surgeon stapled the base of the appendix. Prior to opening the handle by pulling the black knobs, the reload opened by itself. The surgeon inspected the appendix and noticed poorly formed staples and a perforation by the caecum. To correct the condition, the surgeon stapled with a new load. Surgical time was extended by more than 30 minutes and there was unanticipated tissue loss. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler and one loading unit opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection of the cartridges of the single use loading units (sulus) noted the sulus were fully applied. Nicks were observed on the knife blades. The sulus were reloaded with staples, reloaded in to the instrument, and applied over the appropriate test media producing acceptable results. The knives cut the test media cleanly and completely, despite the noted damaged knives, and the staple lines were properly formed. In addition, the sulus loaded and unloaded repeatedly without difficulty. A review of the device history records indicates these device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).